Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture of the rv coil as high rv coil impedance and high pacing impedance were noted. An alert was noted to have triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: unk right atrial lead; 20066 lead. If information is provided in the future, a supplemental report will be issued.